Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during surgery an ophthalmic handpiece was used for the case of corneal effect. The handpiece stopped aspiration causing the possible corneal injury like thermal burn. The system message was not displayed but there was an occlusion beep. Procedure scheduled were cataract surgery, excision and insertion of eye shunt.